Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device was monitored for 1 day. No unexpected low battery alarm, off no power alarm or charge/battery anomaly noted. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and seems to move a bit slower. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had diminished battery life. The insulin pump will not be returned for analysis.